Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the controller was defective, motor was rough running and nose pinhole was damaged. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the control unit was not functioning and defective on the small battery drive device. It was determined that the bearings, coupling head and motor were worn out. It was further determined that the device failed pre-test for off/osc/on switch mode function. It was noted in the service order that the device started working and then just stopped and the handpiece started to get hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.